Manufacturer narrative:
Sample information was not provided. No indication of calibration or qc issues. Service call was not requested. Root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low glucose modular (glum) results when running in duplicate mode for one patient generated on the unicel dxc 800 pro synchron chemistry analyzer units. The samples were not reported out of the laboratory. Result of 76 mg/dl compared to second rep of 56 mg/dl. Reruns were 75 and 72 mg/dl. Result of 72 was reported out. Patient treatment was not impacted by this event. The customer runs in duplicate mode and verifies the result prior to reporting.